Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, it was found that the speaker was not fully plugged into the interconnect board from the previous repair. When fully plugging in the speaker, all issues were resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical presented with a system failure primary alarm. There were no reported adverse events.